Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) that encountered the issue, replaced the front end board to fix the issue and completed full preventative maintenance(pm). The unit passed all calibration, functional and safety tests to factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventive maintenance (pm), performed by a getinge service territory manager (stm). The cardiosave intra-aortic balloon pump (iabp) ECG port was damaged. Since the event occurred during pm, there was no patient involvement, thus no adverse event was reported.

Event description:
It was reported that during preventive maintenance (pm), performed by a getinge service territory manager (stm). The cardiosave intra-aortic balloon pump (iabp) ECG port was damaged. Since the event occurred during pm, there was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method code), h10, h11. Corrected fields: the correct g4 date in initial MDR is 10mar2020.